Event description:
Transported to hosp by ambulance for stomach pain, an IV with heplock was administered. Blood pressure went up nausea and throwing up uncontrollable, extremely agitated. Has had no containment with infections since this occurred. Also became lethargic. Would not eat, drink or respond to anyone. Also severe muscle twitches. Can no longer walk, feed self. Completely bed ridden.